Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer could not confirm if insulin was stopped by user or by the pump. The customer's blood glucose level was 171 mg/dl. Customer resumed insulin delivery.